Event description:
It was reported that the tip of the syringe did not fit securely on the device and came off in the pt's rectum. The tip had to be retrieved with an add'l surgical procedure. The device was being used during a prostate brachytherapy procedure and was inserted into the pt's rectum with ky jelly to be used in conjunction with a probe. The tip disconnected during use. The surgeon performed a sigmoidoscopy to retrieve the piece.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.